Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2017, he received an unspecified high reading on his adc blood glucose meter. Customer further reported he self-treated with an unspecified amount of insulin and subsequently experienced a loss of consciousness. Paramedics were called and upon their arrival, customer was diagnosed with hypoglycemia and administered glucose intravenously. No paramedic meter reading was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and the lot number associated with complaint is unknown, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. In addition, dhrs were reviewed for all precision strips within expiration at the time of complaint and the DHR review showed no there were no deviations from the validated manufacturing process.

Event description:
Customer reported that on (B)(6) 2017, he received an unspecified high reading on his adc blood glucose meter. Customer further reported he self-treated with an unspecified amount of insulin and subsequently experienced a loss of consciousness. Paramedics were called and upon their arrival, customer was diagnosed with hypoglycemia and administered glucose intravenously. No paramedic meter reading was reported. There was no report of death or permanent injury associated with this event.